Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported erratic readings when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer obtained a sensor scan of lo (less than 40 mg/dl) and after 1 minute, obtained a scan of 194 mg/dl and had a loss of consciousness. A blood glucose of 64 mg/dl was obtained on a built-in meter after an unspecified amount of time and the emergency services brought the customer to the hospital where unspecified third-party medical treatment was provided for hypoglycemia. No further information was provided. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.